Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch cabling (which belongs to the system) was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming footswitch cabling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that occasionally prior to a surgical procedure there was no ultrasound. There was no patient involvement. Additional information has been requested and received.